Event description:
It was reported that the electrogram (egm) was reviewed and suspected that there was intermittent loss of capture on left ventricular (lv) lead. Healthcare professional (hcp) noted the patient was seen in clinic yesterday for routine follow up and the lv threshold measurements were at 3.1volts @ 1.2milliseconds with the device output programmed of 3.5volts. There was loss of capture (loc) seen on the presenting electrogram (egm). Troubleshooting options were discussed and the plan was to have seen the patient in clinic. This lv lead currently remains in service. No adverse patient effects were reported.